Event description:
It was reported that an intermate ruptured during infusion. The device was infusing fluorouracil; the patient did not receive the entire treatment as a result of the ruptured bladder. There was no report of clinical consequence to the patient, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12a064 was manufactured between january 16, 2012 and january 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.